Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test and when pump started beeping and noticed the black circle on her screen . Customer's blood glucose value was 157 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify failed battery test alarm due to blank display. Pump received with stripped battery cap(p) coin slot.